Manufacturer narrative:
(B)(4). Batch # l9140u. Investigation summary: the handpiece was received disassembled and the ¿transducer assembly¿ attached to a ace36e device. The nose cone was cracked. In addition, an image provided by the customer of an hp054 where the instrument is seen attached to a harmonic instrument was received. A closer observation of the image confirms that the nose cone is cracked. This type of issue is likely associated with inability to remove the harmonic instrument from the hp as reported by the account. The "transducer assembly" was forcibly removed from the disposable. No functional testing could be done due to the condition of the returned device. However the device was connected to the generator and it communicates. It is possible that the cracked nose cone caused the reported assembly/disassembly issues. The end cap was disassembled to inspect remaining components. The moisture indicator was positive and the acoustic isolator was torn. ¿positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process due to the damaged nose cone. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nose cone. It is probable that the ingress of moisture affected handpiece functionality. The customer reported communication issues, assembly disassembly issue, cracked or damaged hp housing, not specified. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that when installing the handpiece the final two ¿clicks¿ did not sound, the instrument was not recognized by the gen11 and then the handpiece was stuck within the harmonic. No patient consequence.